Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been found experiencing overfill. The following has been provided by the initial reporter: recently, several of my customers have found that their tubes (about 5%) were indeed filled with a volume greater than 4ml (I am talking about a standard sample and not a free flow sample) by comparing their tubes received with a standard solution filled to 4ml.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been found experiencing overfill. The following has been provided by the initial reporter: recently, several of my customers have found that their tubes (about 5%) were indeed filled with a volume greater than 4ml (I am talking about a standard sample and not a free flow sample) by comparing their tubes received with a standard solution filled to 4ml.